Manufacturer narrative:
The field service engineer removed all lipase cassettes from the system, reloaded the application, retrained the customer for correct test handling, and performed corrective maintenance. The root cause was not uniquely defined due to multiple countermeasures were performed at once. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable lipc lipase colorimetric assay results for seven patients with the cobas 6000 c 501 module. Sample 1 initial result was 197.5 u/I and the repeated result was 38.0 u/I. Sample 4 initial result was 170.0 u/I and the repeated result was 29.6 u/I. Sample 5 initial result was 381.3 u/I and the repeated result was 29.2 u/I. Sample 7 initial result was 78.8 u/I and the repeated result was 237.0 u/I. Sample 12 initial result was 495.5 u/I and the repeated result was 62.9 u/I. Sample 13 initial result was 777.6 u/I and the repeated result was 20.8 u/I. Sample 14 initial result was 381.3 u/I and the repeated result was 29.2 u/I. The questionable results were not reported outside the laboratory. The reagent lot number was 48444001 and the expiration date was 31-may-2021.